Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-jul-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a wolff-parkinson-white (wpw) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The device evaluation was completed on 13-aug-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thmcl smtch sf bid catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a wolff-parkinson-white (wpw) procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. A wpw ablation was being performed in the left atrium. Ablation was performed for about an hour with no complications during the procedure. About one hour after the procedure, the patient became unstable and needed a blood transfusion. An ultrasound was performed, and a cardiac tamponade was confirmed. Pericardiocentesis was performed and approximately 300ml of fluid was removed from the patient. The patient was then stabilized and transferred to the intensive care unit for observation. The patient did not require any surgical repair. One extra day of hospitalization was required, and the patients condition has improved. Transseptal puncture was performed with a baylis transeptal needle. Flow settings of high flow 8.15, pre-radiofrequency (rf) 3 seconds, post rf 5 seconds. Correct catheter was selected, and ablation was performed at 35 watts on the smartablate generator. Graph, dashboard, vector and visitag force visualization features were used. Visitag parameters for stability: distance change 2.5mm, time 3s, fot 25% at 3g, 2mm tag size. Surpoint color option was used. Pump was only on high flow during ablation. There were no error messages observed on biosense webster equipment during the procedure. There was no evidence of steam pop. The physicians opinion on the cause of the event is that it was procedure related.